Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 10/01/2007. Additional information was requested 07/31/2007 by mail and 10/01/2007 by phone, mail and fax. A completed questionnaire has not been returned.

Event description:
A materials manager reports that during intraocular lens (iol) implant surgery, a haptic broke during insertion. The incision was enlarged to remove the lens. Additional information, including pt status, has been requested.